Manufacturer narrative:
The catheter is not available for evaluation. A review of the manufacturing records could not be completed without a lot number. With such limited information, it is not possible to determine the cause of the complaint or potential contributing factors. No actions will be taken at this time

Event description:
It was initially reported that the catheter was not working properly on the cco side; it was locking into bolus mode and giving faulty co numbers. Additional discussion indicated that the issue may have been that the catheter was not collecting co measurements but it could not be confirmed. No other specific details could be provided, as the event occurred some time ago and the report was obtained during discussion of another event. There were no patient complications.